Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician advanced the cat6 within a non-penumbra sheath to the target location. However, when the physician attempted to aspirate within the patient, no thrombus was aspirated. The physician therefore removed the cat6, and, upon removal, found that the tip of the cat6 was collapsed. It was then determined that the thrombus could not be removed endovascularly and, therefore, the procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the cat6 was kinked approximately 129.5 cm, 131.0 cm, 132.5 cm and 133.0 cm from the hub. The cat6 was ovalized approximately 127.5-129.0 cm, 129.5 cm ¿ 130.0 cm from the hub and 133.0 cm from the hub to the distal tip. While attempting to advance a 0.070¿ demonstration mandrel through the cat6, resistance was met at the location of the ovalization. Conclusions: evaluation of the returned cat6 revealed ovalization and kink damage on the distal tip. If the peel away sheath is not properly utilized when introducing the cat6 into a parent device, resistance will likely be experienced, and the catheter may become ovalized. If the device is forcefully advanced against this resistance the cat6 may also become kinked. Further evaluation revealed an unknown substance adhering the cat6 within its packaging box. The origin of this substance was unknown and became removed after decontamination. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.